Event description:
It was reported that during a drug eluting stenting treatment procedure, a balloon burst occurred. The lesion was located in a calcified circumflex. During dilatation, the 2.0x15mm apex monorail balloon burst at ten atmospheres. The balloon was removed intact. The physician used another of the same device to complete the dilatation successfully. The pt's status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4).